Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf096 showed two similar product complaint(s) from this lot number.

Event description:
It was reported "checking for blood return prior to connecting 5fu medication bottle. Writer withdraw blood first followed by instillation of ns 20ml. During this ns flush red fluid noted on hub proximal to the patient. Area cleansed and process repeated. Writer visualized red fluid leaking from between the blue silicone center and white plastic hub. Needle needed to be removed and patient required re-accessing (another needle poke)."